Manufacturer narrative:
No blank display noted. After battery installation unit gave a full segment display anomaly due to fault at interface board. No unexpected audio or beep anomalies were noted. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to full segment display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners,cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 165 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.